Event description:
It was reported that air bubbles were observed in the infusion set tubing. The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. An insulin injection was administered to address bg. The customer continued to use the pump for insulin therapy.